Manufacturer narrative:
Model number/catalog number: sc-8416-50, serial number: (B)(4), batch/lot number: 7010966, model/catalog description: artisan MRI paddle lead 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had swelling at the ipg site. The physician believed that the ipg might be pushing on the nerves. It was also reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure.